Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7112320, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort, pain and weakness after physician attempted to enter the touhey needle into the epidural space. Upon entrance, clear liquid believed to be csf surfaced through needle. Physician completed procedure and attempted a blood patch, unsuccessfully as they were unable to draw blood from patient. Patient was advised to lay flat after procedure.